Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative reported that recharging the implantable neurostimulator (ins) was taking too long and they had poor coupling with less than 2 coupling bars. The patient had been experiencing poor coupling since (B)(6) 2016 but they were still swollen at that time. However, the recharging issues were still occurring at the time of the report. It was possible that the ins was flipped and the patient was scheduled for a revision on the day of the report. No x-ray had been performed to confirm a flipped ins. The patient was implanted for non-malignant pain.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's ins was repositioned in the pocket to allow for adequate coupling. The reason for the poor coupling was that the ins was too deep in the pocket. The ins flip was not confirmed.